Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. There were no signs of moisture damage or corrosion in the battery compartment or on the electronic board, assembly, connectors, motor inside the device . There were no cracks in the unit's case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the self test did not passed. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The customer reported that water under the display screen. The insulin pump will be returned for analysis.